Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.